Manufacturer narrative:
The allegation was confirmed: the self-locking mechanism of the shoulder axis was compromised and axis did not stop motion at target position, but arm continued to move slowly. The unwanted motion was due to a mechanical malfunction. The malfunction is due to reduced friction of the worm gear in the electrocylinder assembly. Root cause: damaged or excessively worn equipment/parts. As per engineering analysis, this is not considered as a design defect. The regular part wear should be detected in regular preventative maintenance and inspection (pmi). A customer technical bulletin (ctb) is released that alerts the customer to this issue. Varian has determined that this issue is not likely to occur and result in serious injury. Corrective action: varian service has replaced the customers electro-cylinder; the customers issue has been resolved. A CAPA has been initiated to examine possible trends and further review this issue as appropriate. No additional follow-up to this MDR is expected.

Event description:
The customer reported that the therapists were taking portal films. They shot an ap port film, lowered the arm so that the pv would clear the pt and rotated the gantry pa. They repositioned the arm using p1 on the pendant. They left the room, by the time the therapists got out to the console, they heard the pt yell, "it's pushing on my nose!" They rushed in and saw that the imager was resting on the pt (face to breast). They lowered the table and got the pt off of the table to see if she was injured. The pt was seen by a nurse, but declined to go to the emergency room to be evaluated. There was no report of serious injury as a result of this incident.